Manufacturer narrative:
Event date: (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in two (2) units of 500ml exactamix eva tpn bags. This event occurred after compounding the bags with unspecified solution. There was no patient involvement. No additional information is available.